Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record could not be checked because the subject device was manufactured more than 15 years ago. Omsc presumed that the reported phenomena occurred due to following possible causes. - by installing the device to block the vents (in a position close to the wall or other objects), the inside of the device could not be cooled and overheated. - since more than 15 years have passed since the product was manufactured and there was no record of replacing the components of the fan or power supply unit in the repair so far, parts of the fan and power supply unit might be deteriorated.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the power turned itself off and sometimes the fan stopped.there was no report of patient injury associated with the event. The event date was unknown.